Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis. A review of the provided image shows a broken curved blade on the harmonic ace.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be identified during the operation. The tip broke, fell into the patient, and was removed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the harmonic ace instrument was received and failure analysis found the instrument to have the curved blade broken at the tip/midpoint/base. A piece measuring approximately 0.425" x 0.084" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.